Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-01-46, (B)(4) - equinoxe reverse 46mm glenosphere; 320-46-03, (B)(4) - equinoxe reverse 46mm humeral liner +2.5; 320-15-05, (B)(4) - eq rev locking screw; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-20-00, (B)(4) - eq reverse torque defining screw kit.

Event description:
Approximately 10 weeks postop the initial left tsa, an (B)(6) y/o male patient¿s poly became disengaged in the left shoulder causing a revision. The surgeon wanted to revise the glenosphere as well. As a result, he ¿rebroke¿ the screw on the tray, and when he went to dislodge the tray from the stem, the entire stem came loose causing a necessary full revision of the humeral side as well. Patient was last known to be in stable condition following the event. Patient was last known to be in stable condition following the event. Device is available for return.

Manufacturer narrative:
The intraoperative humeral loosening reported may have been the result of either the patient¿s bone quality, the method used when attempting to remove the humeral tray, or a combination of the two.

Manufacturer narrative:
After further review of additional information received, the following sections b5, g1, g2, g3, g6, h1, h2, and h6 have been updated accordingly.

Event description:
Approximately 1 year, 1 month, 28 days postop of the initial left tsa, the patient¿s poly became disengaged in the left shoulder causing a revision. The surgeon wanted to revise the glenosphere as well. As a result, he ¿rebroke¿ the screw on the tray, and when he went to dislodge the tray from the stem, the entire stem came loose causing a necessary full revision of the humeral side as well. Patient was last known to be in stable condition following the event and the clinical report indicates that this event is definitely related to the device(s) and/or to the procedure. Device is available for return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The intraoperative humeral loosening reported may have been the result of either the patient¿s bone quality, the method used when attempting to remove the humeral tray, or a combination of the two. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.